Event description:
It was reported that the asymptomatic patient presented with high, out-of-range high voltage lead impedance. Programming changes would be discussed and the lead would continue to be monitored.

Manufacturer narrative:
(B)(4).